Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient or event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
The healthcare professional stated there was a hole in the balloon that was noted prior to using the device.